Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device delivered less than expected. The device was programmed to deliver at a rate of 500ml/hr with a volume to be infused (vtbi) of 50ml. The customer cotnact reported the device displayed incremented as though the vtbi of 50ml was delivered; however, only 2ml was actually delivered. There were no reports of any advese events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.